Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. It was found that the image from dvi out had abnormal color. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon was the abnormal color image as found at sorc, and it was due to the circuit board failure.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, no image was output from dvi out terminal. There was no report of patient injury associated with the event. The event date was unknown.